Manufacturer narrative:
Monitor (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The distributor evaluation indicated that the response buttons were intermittent. The intermittent response buttons cannot be ruled out as a contributing factor to the reported inability to activate the device. The root cause of the intermittent response buttons cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the monitor.